Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to have his insulin pump replaced per his doctor's request. The customer stated that his blood glucose levels have been between 50 and 400 mg/dl ever since starting on insulin pump therapy. The customer also stated that he was hospitalized six to seven times over the past five years due to these issues. The customer had no further information about the events. Nothing further was reported.